Event description:
It was reported that the pump alarmed "helium loss 2 alarm" one min after pumping. The clinician stated that "the symptom occurred after drain bottle full and then emptied." Field svc report stated that the pneumatic control sys assembly was replaced. The sys is functional.

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.